Event description:
In june 2003, the patient was reportedly seen at the center for sound percept problems and intermittent sound while using the sound processor. At that time, programming adjustments were made. Four days later the patient was seen at the center for reprogramming. Later in june 2003, the patient was reportedly seen at the center. External hardware was exchanged. However, the audiologist was unabale to obtain lock with the device. Testing performed confirmed that the device was no longer functioning. Explant surgery has been scheduled.